Manufacturer narrative:
Our (B)(6) is still in-process and we are filing paper because of technical problems. Review of log files from device. System log files were reviewed and identified this incident is a result of all alarms being manually disabled by the operator at 12:13:15. The condition remained until 04:50:45. The surveyor central recognized bradycardia at 01:11:00 and asystole at 01:20:00, approximately. During this period the alarms were still disabled. The investigation indicates that the system was operating normally and within performance specifications. The information reviewed did not indicate there was any system malfunction that may have contributed to this incident.

Event description:
The customer reported the surveyor central system did not recognize and did not alarm a bradycardia and then an asystole on a patient. The patient was found dead the morning after the event.